Event description:
It was reported that guidewire fracture occurred requiring additional intervention. The target lesion was located in a severely tortuous and mildly calcified posterior segmental branch off the renal artery. A 200x25cm fathom -16 guidewire was selected for use. During removal, it was noted that the part of the wire broke off inside the catheter and an estimated 10cm portion of the wire broke inside the patient. A headliner non-boston scientific wire was used to wedge it in between the fragmented fathom and was able to latch onto the fathom wire and drag what was inside the patient out with the headliner through the same non-boston scientific microcatheter. Case was completed successfully, and nothing was left in patient. No patient complications were reported.